Event description:
Additional information received from the patient reported that a change in the patient's activity level was the circumstance that led to the constipation. Steps taken to resolve the constipation included the patient starting to take stool softeners and they really helped her. It was noted that since the implant the patient felt she was 70% better and it was a different life.

Event description:
The patient reported that they were constipated. Troubleshooting/interventions already performed: milk of magnesia; results: it helped some. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2016. Indication for use noted as: gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.